Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath could not be aspirated. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. After going transseptal with the sheath and prior to inserting a mapping catheter the sheath was flushed and aspiration was performed. The flush port was able to have fluid pushed through it, but nothing was drawn out when aspiration was attempted. The sheath tubing was checked and seemed to be fine. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.